Event description:
The customer reported a system hang-up and x-ray stayed on.

Manufacturer narrative:
Conclusions - from the investigation into the log file, it was found that after shutting down power to the generator the x ray on indicator remained on. From initial investigation, it was also found that system was 'locally configured' with a separate power off button for the generator. Shutting down the system in this manner might lead to all sorts of unpredictable results. From the log files, it was further found that system shows error 201 for x-ray television problem. This is reportable since this problem might result in loss of imaging capability during a critical interventional procedure. Loss of imaging during a critical interventional procedure might lead to a hazard which might result in a risk to patient health. However, from a health hazard analysis, it was concluded that the risk to patient health remains acceptable. An action for performance pro active (B)(4) is issued to solve the detected problem. (B)(4).